Manufacturer narrative:
Exact date of event is unknown. It was in (B)(6) 2018; therefore (B)(6) 2018 will be used for date of event. The UDI for the device is unavailable as the lot number was not provided. A review of the manufacturing records for the tag device could not be performed as the lot number was not provided.

Event description:
In (B)(6) 2018, (exact date of event is unknown) the patient underwent endovascular repair of a thoracic aortic dissection in the descending thoracic aorta, using a conformable gore® tag® thoracic endoprosthesis. Reportedly, the patient was a (B)(6) female, who was giving birth when the thoracic aorta dissected. It was reported that a frozen elephant trunk was implanted into the ascending thoracic aorta and a gore® tag® thoracic endoprosthesis (device lot/serial number is not available) was implanted in the descending thoracic aorta. After deployment, the gore® tag® thoracic endoprosthesis collapsed on itself in the proximal section. The physician implanted another gore® tag® thoracic endoprosthesis inside the collapsed device. The patient tolerated the procedure.